Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not sensing or capturing due to dislodgement. The patient had complained of thumping in their chest but extracardiac stimulation could not be confirmed. The lead was turned off and was scheduled to be repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.